Manufacturer narrative:
Device evaluation. The ipp cylinders were visually inspected and functionally tested. Leaks were identified in both cylinders attributed to fatigue and wear at a fold. Cylinder 1 had broken fabric threads present and cylinder 2 had additional leaks in the cylinder body attributed to sharp instrument damage. Due to this sharp instrument damage being consistent with explant it will be considered a secondary failure. The ams 700 spherical reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. The standard inflate/deflate pump was visually inspected; no leaks were found. The pump was not functionally tested the fluid leaks in the cylinders were concluded as the most probable cause. No further analysis with the pump was deemed necessary. Although a device malfunction was not reported, product analysis concluded a malfunction with the cylinders.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unspecified reasons.